Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had not been able to recharge the ins in over six months as of (B)(6) 2016. The patient could not remember the last successful recharge session. The patient was to follow-up with a healthcare professional to address the possible overdischarge. No symptoms were reported. The issue began in 2016. Additional information was received from a manufacturing representative (rep). It was reported that the patient¿s last successful recharge occurred in (B)(6) 2016, but the patient was in overdischarge in (B)(6) 2016. In (B)(6) 2016, the rep did an antenna locator and spent one and a half hours in physician recharge mode (prm), but had to abandon that. Imaging was also done in december, and the x-ray confirmed that the device did not flip. On (B)(6) 2017 three more prms were done and the rep was about to abandon that once again. There were no symptoms reported. Additional information was received from the rep. It was reported that the patient was not willing to sit through a fourth hour of a trickle charge. Another image was taken to verify that the device was not flipped. The office was attempting to prior authorize a replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.